Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 18 mmol/l (324 mg/dl) while wearing the pod between 4 and 24 hours. The pod was removed, and the cannula was noted to be bent. A manual insulin injection was administered to treat the hyperglycemia.

Manufacturer narrative:
The received device had the cannula assembly deployed. No bends or kinks were observed in the soft cannula, but the exposed portion of the soft cannula was found to be severed. It cannot be determined when or how this damage occurred. A leak test found no leaks below the site of the tear. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.